Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the sphb did not show 28g/l drop in sphb from, 142g/l - 114g/l. Sphb showed a decline of 12g/l following 1 l loss of blood and 1.5l fluid. Pi < 2 % and no siq alarm to suggest unable to trend. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.